Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to clinic showing t-wave oversensing and false aystole events that were recorded on the implantable cardiac monitor. Programming adjustments have been attempted to decrease the sensitivity of the device, and the device remains in use. No patient complications were reported as a result of this event.